Event description:
A malfunction, indicated by code malf 12, was reported. The customer¿s blood glucose impact was unknown as they declined to answer. Technical support assisted the customer in resetting the pump, but the malfunction recurred, leading to a decision to replace the pump. The customer did not have a backup insulin therapy plan and planned to contact a healthcare provider. A replacement pump was sent with updated software, and the customer was instructed on storage and return procedures for the faulty pump.